Event description:
The customer reported finding chemical liquid and chemical powder leaked from the new xl battery and the connector between the battery and device were oxidized. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported finding chemical liquid and chemical powder leaked from the new xl battery and the connector between the battery and device were oxidized. There was no reported patient involvement. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.